Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: review of sterilization and seal strength records related to work order (B)(4) did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed and seal strength test results were found to be acceptable. During review of seal strength test record for external thermoform it was observed that eight consecutive points were above central limit of the control chart. However, this trend does not affect the product quality since the individual data are above the 1lb, and it is in compliance with the specify in qc-568, section 14.2, rev 17.0. Other records reviewed: environmental monitoring results for march 2017, and bioburden monitoring results for (B)(6) 2017. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade unknown and biofilm. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side removal due to "capsular contracture, baker grade unknown and biofilm." The device has been explanted.